Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 300 mg/dl at time of incident. Current blood glucose level was 169 mg/dl. The customer was assisted with troubleshooting. Customer reported that the infusion set cannula was bent. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.